Event description:
Customer reported that the extension set leaked blood. No report of patient harm or medical intervention. Although requested, no additional patient or event information was provided.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Unable to determine the cause of the customer's reported leak because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.